Event description:
It was reported that a malfunction alarm occurred. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.